Manufacturer narrative:
The reported events were sensing noise, lead fracture and clavicle crush. As received, a complete lead was returned in two pieces. The reported event of sensing noise was confirmed. Visual examination of the lead found two full breached outer insulation degradations at the proximal region. The cause of the reported event of sensing noise was due to outer insulation degradation. The reported events of lead fracture and clavicle crush were not confirmed. Visual and x-ray examinations did not find indication of clavicle crush damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage.

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that noise resulting in pacing inhibition, likely due to sub clavicular crush was suspected on both the right atrial (ra) and right ventricular (rv) leads. Both the ra and rv leads were explanted and replaced.

Event description:
New information received also notes a fracture of the right atrial (ra) and right ventricular (rv) leads was suspected.